Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "....tomer" to go to his bolus history so that we could see what all bolus he has set in his pump and it showed 9:59am. Customer stated that the bolus delivered 15.0u and at 9:57am 3.0unit delivered. I informed customer that the history is showing that he set the bolus in the pump and delivered it. I went over the recall with customer about the scroll wrap and walked him through his pump to show him what I was talking about. I informed customer that I would like to replace out his pump due to the incident that happened here today. I informed customer that he would not want to bolus for his meal if his bg is still really low that he would want to eat and then check and the bg to see where it is before taking a bolus. No further assistance needed. Shipping: 1 pump returning: 1 pump "c ----------------------------------------" (B)(4). Initial notes: customer stated that he just got a recorded call about a new pump scheduled to be delivered today. Customer stated that he was trying to capture the tracking number but it went to fast. Inquired what led up to the complaint. Customer response: customer is getting a replacement pump. Customer indicates serious injury/hospitalization: no. Customer's outcome pertaining to the complaint: customer is provided the tracking of (B)(6). Customer is also advised it will arrive today. Additional notes: customer has no email address on file per account. Ship: nothing / return: nothing.

Event description:
Customer reported via phone, checked his blood glucose and treated. Noticed the device was over treating and customer was unable to stop the bolus that he disconnected at the tubing. Customer's current blood glucose was 80 mg/dl. Bolus history showed the boluses fully delivered. Customer was advised the device need to be replaced and customer agreed to return it for further analysis.

Manufacturer narrative:
A small manual bolus was programmed and suspended during delivery. No unexpected bolus anomalies or suspend feature anomalies were noted during testing. The insulin pump had a cracked reservoir tube lip and scratched reservoir tube window.